Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was returned due to "returned product unused - incoming order failed distributor's inspections." The device was not being used during surgery and no injury or medical intervention occurred. The date of event is unknown. There was no additional information provided.